Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2018, two mitraclips were successfully implanted, reducing grade 4+ functional mitral regurgitation (mr) to grade 1+. On (B)(6) 2019, the patient was re-hospitalized due to pneumonia. A transthoracic echocardiogram was performed and recurrent mr of grade 3+ was noted. The clips were noted to be well attached to both leaflets and functioning as expected. No chordal or tissue damage was noted. A second mitraclip procedure is scheduled to be performed on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, which indicated that the patient underwent a second mitraclip procedure on (B)(6) 2019. The previously implanted clips were noted to be well attached to both leaflets; however, chordal rupture was noted. One additional clip was implanted and mitral regurgitation (mr) was reduced from grade 3 to grade 1-2. No additional information was provided.